Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook günther tulip filter; lot# is unknown as information was not provided; expiration date unknown as lot# is unknown/ investigation is still in progress.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 at the (B)(6). [Pt] had suffered from recurrent pulmonary emboli. Apparently, the filter is not able to be retrieved. Alleged tilt and perforation". Patient outcome: [pt] claims abdominal pain with additional pain when laying on her right side. [Pt] also claims weight gain and pressure on her bladder. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by (B)(4) with the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. Cook inc. Will handle this event under reference# 1820334-2016-00163 for all future reports to FDA. Manufacturer ref# (B)(4). Catalog # unknown as information was not provided but referred to as a cook günther tulip filter. Summary of investigational findings: since no device or imaging studies have been available and no medical records have been made available the exact root cause for what caused the alleged filter tilt, perforation and that the filter is not able to be retrieved are unknown. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. It is unknown, if a filter retrieval attempt has been performed or "apparently, the filter is not able to be retrieved" is assessed by the physician based on the experienced. However, from the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Rpn and lot# are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010. [Pt] had suffered from recurrent pulmonary emboli. Apparently, the filter is not able to be retrieved. Alleged tilt and perforation". Patient outcome: [pt] claims abdominal pain with additional pain when laying on her right side. [Pt] also claims weight gain and pressure on her bladder. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook günther tulip filter. Summary of investigational findings: since no device or imaging studies have been available and no medical records have been made available the exact root cause for what caused the alleged filter tilt, perforation and that the filter is not able to be retrieved are unknown. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. It is unknown, if a filter retrieval attempt has been performed or "apparently, the filter is not able to be retrieved" is assessed by the physician based on the experienced. However, from the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Rpn and lot number are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 at (B)(6). [Pt] had suffered from recurrent pulmonary emboli. Apparently, the filter is not able to be retrieved. Alleged tilt and perforation." Patient outcome: [pt] claims abdominal pain with additional pain when laying on her right side. [Pt] also claims weight gain and pressure on her bladder. Hospital and medical records have been requested but not yet provided.